Event description:
The customer reported that an 840 ventilator had an intermittent loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui to bdu cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).